Manufacturer narrative:
Spatz fgia inc. Has not received the actual product for evaluation since the failure could be identified in the data provided by the importer/distributor and analysis was done. The analysis identified a hole in the balloon's body which can be originated by the manufacturer or the physician's facility. Corrective actions were previously implemented to mitigate this type of failure by removing all sharp tools from the manufacturing process. A review of the device labelling notes the following: it is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include balloon deflation and subsequent replacement. Endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
A spatz 3 balloon was placed. While inflating it, we noticed an area with folds in the siliconec, and at that same level there was a leak of approximately 1/3 ml of the infused fluid. We applied slight pressure to the area, causing complete folding and dripping at that level of liquid, so it was removed and a new balloon was placed.